Event description:
When a percutaneous nephrolithotripsy was completed, the metal ultrasound probe tip was noted to be missing when the probe was withdrawn. The broken tip was searched for, but the tip was never located. No pt problems were reported.